Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This complaint is an ancillary service event. Review of the event log found evidence of the reported iipv condition. The cause was determined to be a false empty detect at the initial drain and I-drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2013 at 12:01:49. During night drain cycle one, the patient's ultrafiltration reading was 802ml, indicating the home patient (hp) drained 802ml more than their maximum programmed fill volume of 100ml. No additional information is available.